Event description:
Note: this report pertains to two complaint devices used during the same procedure. Manufacturer report #3005099803-2013-03723 pertains to the cytology brush, and manufacturer report #3005099803-2013-04368 pertains to the stent. It was reported to boston scientific corporation that a rx biliary stent and a rx cytology brush were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, when deploying the stent inside the patient, the guide catheter broke and was left inside the stent. The broken portion of the guide catheter and stent were removed from the patient with a snare. The rx cytology brush could not be advanced to the target site in the distal common bile duct due to a stricture. Excessive force was applied to the handle of the rx cytology brush device, and the handle bent. The procedure was completed with another rx biliary stent and rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: difficulty accessing common bile duct. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). Visual evaluation of the returned device found that the brush was attached and retracted upon receipt. The working length (catheter and pull wire) was bent/kinked in numerous locations throughout. The handle cannula was bent at the distal end of the thumb ring and detached approximately 3.0 cm from the distal end of the thumb ring. Functional evaluation found that when the device was inserted into an endoscope with a 2.8 mm channel, resistance was felt due to kinks in the working length. However, the device was able to be maneuvered through the scope with effort. The brush could not be extended due to the detachment of the handle cannula. When a pair of forceps was used to assist extending the brush, the brush still would not extend. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since anatomical factors or manipulation of the device during use could cause the working length to kink/bend. Once the working length was significantly kinked/bent, the brush would be difficult to advance through the endoscope and would not extend properly. Continued efforts to extend the brush can cause the handle cannula to bend and detach from the thumb ring. The device history record review found the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot number.

Event description:
Note: this report pertains to two complaint devices used during the same procedure. Manufacturer report #3005099803-2013-03723 pertains to the cytology brush, and manufacturer report #3005099803-2013-04368 pertains to the stent. It was reported to boston scientific corporation that a rx biliary stent and a rx cytology brush were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct performed on (B)(6) 2013. According to the complainant, during the procedure, when deploying the stent inside the patient, the guide catheter broke and was left inside the stent. The broken portion of the guide catheter and stent were removed from the patient with a snare. The rx cytology brush could not be advanced to the target site in the distal common bile duct due to a stricture. Excessive force was applied to the handle of the rx cytology brush device, and the handle bent. The procedure was completed with another rx biliary stent and rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.